Manufacturer narrative:
(B)(4). The device was returned and evaluated. A review of the event history log confirmed the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause was determined to be a false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including the I-drain. The homechoice / homechoice pro apd systems patient at-home guide provide instructions on how to bypass low drain volume alarm in the initial drain. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2014 at 18:40:28. During night drain cycle four, the patient's ultrafiltration reading was 1195ml, indicating the patient drained 1195ml more than their maximum programmed fill volume of 900ml. No additional information is available.